Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested review of data stored by this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed per request. Ts advised there is intermittent left ventricular (lv) sensing that inhibits lv pacing. Ts suggested reprogramming options. This crt-d remains in service. No adverse patient effects were reported.